Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of their symptoms to where they were leaking again. The patient stated they were ¿depressed¿ about the issue as they were doing so well and they started to leak again. They indicated that the issue was a gradual onset but ¿fairly quick for gradual¿. The patient stated that they had tried different programs but only to see where they felt them. Programs 5, 6, and 7 were all a bit higher. The patient was going to increase the stimulation to see if they get any relief. They were then going to monitor their symptoms and will follow up with their healthcare professional (hcp) if not resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information received from the patient. The patient reported she is having a lot of trouble "it appears to not work" meaning that she is not getting much if any therapeutic effect. Patient stated she just turned it off and is having pretty close to the same results compared to when it's on. Patient has already tried programs 1 and 2 and tried adjusting amplitude. Patient stated the other programs don't work because she has to increase amplitude very high like 1.5. Patient services reviewed 1.5 is not considered a high amplitude and reviewed amplitude range. Patient services recommended trying other available programs and increase amplitude until she can comfortably feel stim sensation. Patient mentioned if she goes too high it starts to bother her back. Patient services reviewed patient should decrease amplitude should this happen again. Patient stated at night she does pretty well and it getting up 3x a night and on the 3rd time if she is not careful she will have full incontinence. Patient also experiences leaking. Patient stated the loss of therapeutic effect started maybe 2 months ago and got gradually worse. Patient redirected to follow up with hcp. Additional information was received from the patient. They reported that the caller is having all kinds of issues, and used the full gametes of settings. Whenever the patient stood up to get their ID card, they leaked. They are on program 2 at 1.5 volts. Last night, they got up and started leaking and by the time they got to the bathroom, they patient wet through their jeans. The patient has gone up and down on the settings. The patient mentioned these symptoms started since implant. The patient will get so fed up and will turn off stimulation and is good for a week, but then it starts up again with leaking. They have tried all programs and the higher they go the worse. Programs 1,2,3 work the best, on up on the programs they do not seem to do much of anything. The patient have been in the doctor's office several times with the nurse and they check it and say it is working. With programs 1,2,and 3, the patient feels the stimulation in the vaginal area, but with the rest they feels in the back. The stimulation they feel is a ripple and then it just stops. The patient had to wear a full pad or their jeans get wet. There are days that are ok , and then it is bad, bad, bad. It is not because the patient has drank coke. Then from wearing the pads she is having trouble in vaginal area. Patient services reviewed with the caller the proper way to make adjustments and when it is time to try another program which they have been following. The patient was advised the next step they needs to follow up back with the doctor. They could have new programs added or they could take imagining to see if the lead is in place and if doctor wants they can request manufacturer representative to be present at appointment.